Manufacturer narrative:
(B)(6) = advancer. Additional information was requested and the following was obtained: what is meant by "device not fire clip correctly?" Was told that device not fire clip correctly. Was device difficult to fire? Unknown. Did device not fire clip at all (jammed)? Unknown. Did device fire malformed clips? Unknown. Please provide more specific information regarding issue experienced by user. What type of procedure was device used on?unknown. How was case completed (was new device of same code used to complete case)? They use another ligamax. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent; however, it formed six conforming clips. The device locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not fire the clip correctly. It is unknown how the case was completed. There were no patient consequences reported.